Manufacturer narrative:
Additional information was added to h6. H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4: lot #: the suspected lot number was 40448955; however, this lot number is not valid. E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that em2400 valve set had leaky port 5 causing bubbles in line. The issue was noticed during delivery after pumping from the port. Vented inlets were also used on port 5 to pump 'kphos' (potassium phosphate). There was no patient involvement. No additional information is available.